Event description:
Report received regarding an interlocking screwdriver. As the residents were implanting the screws, they skidded off of a nail and a little part of the interlocking screwdriver caught the nail, damaging the tip of the interlocking screwdriver. The residents were able implant the screw. There was no report of a delay to the procedure nor was any adverse effect to the patient noted.

Manufacturer narrative:
(B)(4): the manufacturing records were reviewed and no complaint related issues were found.(B)(4): placeholder.

Manufacturer narrative:
Visual inspection noted: the stationary tip of the driver is twisted clockwise approximately 20-30 degrees. The stationary shaft is twisted in the 3mm at the tip of the driver. The sliding tip of the driver is twisted clockwise approximately 10-15 degrees. The sliding shaft is only bent at the 2mm at the tip of the driver. The stationary shaft of the driver is twisted approximately 5-10 degrees more than the sliding shaft. The driver was damaged due to misuse. The design risk assessment was reviewed and found to be adequate for the intended use. A review of the device history record has been requested.